Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), implanted: (B)(6) 2018, product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the replacement of the recharger resolved the issue. The burning during recharge issue resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), implanted: (B)(6) 2018, product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). Apply to the recharger. (B)(4). Analysis of the recharger ((B)(4)) revealed that the insulation was peeling away at donut end and wires are exposed. Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient noticed their recharger (rtm) wires were exposed "probably in (B)(6)". They stated that while she was trying to charge her ins today she was getting burned. The patient noticed the square on the rtm cord was getting hot as well. No medical or therapy problem was associated. No out of box failure was reported. No further allegations/complications were reported.